Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) who was implanted with a neurostimulator for arachnoiditis. It was reported that the patient's device never worked for the patient since implant to provide therapeutic relief so the device had been dead and didn't work currently. No further complications were reported.